Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was reported that one cm before the annulus of the aortic valve the delivery catheter system (dcs) was unable to advance further into the aortic valve. An aortic rupture was reported and the patient subsequently died.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the device was received with the capsule fully closed. The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The capsule appeared intact with no evidence of damage. There was some discoloration observed on the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the reported event indicated that there was difficulty advancing the dcs. Difficulty advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). It was reported that there was unusual resistance felt 5 mm before the native valve. Per the evolut system instructions for use (IFU), ¿if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture)¿. The pre-case plan submitted for review reported a strong bend in the aortic arch which may have caused or contributed to advancement difficulties. However, no procedural images/cines were submitted for review and the cause of the advancement difficulties could not be conclusively determined with the information available. It was reported that the dcs caused an aortic rupture and the patient subsequently died. The pre-case plan submitted for review notes the dilated ascending aorta. The annulus measured 23 mm, the sinus of valsalva width measured 35 mm and then the ascending aorta continued to enlarge. This dilation in the ascending may have weakened the vessel wall, which may have contributed to the aortic rupture. However, as documented above, no procedural images were submitted for review and therefore the root cause of the rupture could not be determined for the information available. If information is provided in the future, a supplemental report will be issued.